Event description:
It was observed that during the device evaluation, the ultrasound bronchofibervideoscope exhibited the connection between bending section and distal end is detached, due to the adhesive peeling around bending tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a stress problem was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.